Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker revealed that the right ventricular (rv) lead was over-sensing noise resulting in a pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.